Manufacturer narrative:
Carefusion complaint: (B)(4). In the event the part is returned for evaluation or additional information becomes available a follow-up report will be submitted. Carefusion has yet to receive the sample for investigation. (B)(4).

Event description:
The customer stated "when turning this ventilator on it is giving "xdcr fault." The flow sensor, exhalation valve body and exhalation diaphragm were checked but the problem was not resolved. The transducers were calibrated and the exhalation differential pressure transducer failed calibration. The main pcb was changed and this resolved the issue." The customer stated there was no patient involvement at the time of this issue.